Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated into the organs. The device was removed percutaneously. It was further reported that the detached struts remains in the right ventricle; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and eight months later, the patient presented for filter retrieval and spot film imaging showed the filter was in normal position without significant tilt. There was no evidence of thrombus in the inferior vena cava, filter, or visualized proximal iliac veins. An access made via right internal jugular vein and 5fr berenstein catheter was introduced into the inferior vena cava below the filter over a bentson wire. A bard recovery cone was advanced over an amplatz super stiff into the inferior vena cava, used to engage and the filter was removed without incident. A filter arm was noted to be missed and identified in the left lower chest projected over the heart in all projections and moved with the cardiac cycle under real time fluoroscopic observation. The remaining 5 arms and 6 legs were intact. No attempt was made to remove the fracture/embolized arm in probable intra/peri-cardiac location. After two weeks, fluoroscopic examination of the filter fragment was performed in multiple obliquities. An access made via right internal jugular vein using ultrasound guidance and a 4fr micro-puncture set. A static ultrasound image of the needle tip in the patent vein was captured. A 7fr ansle sheath was advanced over a bentson wire into the right atrium. Through the sheath and under fluoroscopic guidance, multiple failed attempts were made to capture and remove the retained filter fragment using a 10 mm snare through the snare catheter, a 5fr bern, a 5fr c2, and a 5fr contra. Using the 5fr bern and c2, failed attempts were made to dislodge the filter fragment. After more than an hour of effort, additional attempts were aborted. Spot film imaging of the filter fragment showed it to remain in the right ventricle. As described, the fragment was aggressively interrogated using a snare through multiple guiding catheters without successful capture, most likely due to lack of exposed free edge to the fragment. Additionally, the fragment could not be dislodged using catheter manipulations. Failed attempt to remove retained intracardiac filter fragment. Therefore, the investigation is confirmed for alleged filter limb detachment and perforation of the inferior vena cava.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A device history review (DHR) review could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for alleged filter limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and its struts perforated into the organs. The device was removed percutaneously. It was further reported the detached struts remains in the right ventricle; however, the current status of the patient is unknown.